Manufacturer narrative:
Due to characterization limit e1 event site telephone:(B)(6).a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had leakage issue in the safety disk during fsca checks. There was no patient involved.